Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that the patient presented to a follow up and the pulse generator exhibited noise. The noise could not be reproduced with isometrics. The device was explanted and tested and the noise could not be reproduced.